Event description:
Via article ¿hypochlorous acid for a persistent filler nodule: a case report,¿ a healthcare professional reported that a patient was injected in the cheeks with skinvive¿ by juvéderm®. Two months later, the patient presented with a ¿3 cm hard, rope-like indurated nodule with finger-like projections and purulent exudate¿ on the left zygomatic cheek. The ¿firm, growing nodule¿ was treated with hyaluronidase on six separate occasions and with a combination of intralesional fluorouracil, dexamethasone, and kenalog as well as one course of doxycycline and three courses of a medrol dosepak. Steroid treatment resulted in attenuation of growth, but the nodule grew subsequently. An incision and drainage was later performed along with irrigation with hypochlorous acid. The patient was then treated with a combination solution of 1.0 cc of fluorouracil, 0.5 cc of dexamethasone and 1.0 cc of kenalog 10 along with 0.2 cc of ceftriaxone and was given a five-day course of colchicine. One week later, the patient was injected with 20 units of hyaluronidase and 0.5 cc of hypochlorous acid. The patient returned three weeks later and was injected with 10 units of hyaluronidase, followed by 0.3 cc of hypochlorous acid, followed by the combination solution of fluorouracil, dexamethasone, and kenalog 10. Following treatment, the lesion decreased in size significantly with no tenderness, swelling, or drainage.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Article citation: ¿hypochlorous acid for a persistent filler nodule: a case report - jddonline - journal of drugs in dermatology.¿ jddonline - journal of drugs in dermatology, 2025, jddonline.com/articles/hypochlorous-acid-persistent-filler-nodule-case-report-s1545961625p9096x/. Website: https://jddonline.com/articles/hypochlorous-acid-persistent-filler-nodule-case-report-s1545961625p9096x/. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.